Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4)

Event description:
Note: this record pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02138 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-02139 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the cardia and antrum part of stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was released after jiggling the device and it was also noted that the spring in the handle protruded. The same issue occurred with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device and a different device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Mfg. Site name - (B)(4). A visual examination of the returned complaint device noted that the clip assembly was fully deployed, and the clip was not returned with the device. A kink was noticed in the control wire inside the handle which caused the spring to protrude outside the handle. No damage was noted with the spring. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that the device was manufactured in accordance with device master record.

Event description:
Note: this record pertains to one of two devices used during the same procedure. Manufacturer report pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-02139 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the cardia and antrum part of stomach during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was released after jiggling the device and it was also noted that the spring in the handle protruded. The same issue occurred with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device and a different device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.